Manufacturer narrative:
Unit passed displacement test, self test, restart error test, displacement test, rewind and off no power test. Unit alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Unable to perform occlusion test, prime, system sensor test and excessive no delivery test due to loose and protruded drive support disk. All operating currents are within specification. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.

Event description:
The customer reported via phone call that the insulin pump had a loose drive support cap. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that this incident happened a few years ago and the customer wanted to report it.